Manufacturer narrative:
Product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2009, product type: lead.

Event description:
The patient reported a car accident on (B)(6) 2015. That night, he went and had a cat scan done. He gave them the reference photo of what his device was supposed to look like. He had an x-ray from his implant surgery when they placed it in his neck. He showed them that picture, so that they can compare it. They told him CT scan showed everything looked fine. The patient went home and a couple of days later he started feeling a poking sensation/pain below 'where you would put a tracheotomy'-right before 'you get the start of your chest, like bottom of my throat, neck area'. The patient felt that something was not right with his wires. He went to a va and hcp ordered a bunch of x-rays because his neck has been kind of tender because of the scar tissue and 'stuff like that'. Pt got results of his x-rays in the mail. The one x-ray for his neck said that the wires in his neck are protruding in his chest cavity. The patient mentioned today it started hurting him really bad. His healthcare professional (hcp) did not know much about device. He only knew that he had the device in his neck and the wires were not supposed to look like that. The hcp knew the wires were supposed to be straight up and down in the cervical areainstead of protruding through his chest. The patient wanted to find someone to fix it. It was reviewed that the patient needed to contact the hcp. The indication for therapy was complex reg pain syndrome type I. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.